Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine and juvéderm volift with lidocaine in the cheeks and perioribital area as well as the jawline. About 6 days later, the patient then got false eyelashes and had a reaction to the eyelash glue. The patient also developed lumps under skin in the cheeks where the juvéderm was injected about 24-28 hours after having the eye reaction. Patient was treated with hyalase about 2 months later and the symptoms were noted to have partially resolved. Healthcare professional later updated that the event has resulted in permanent damage. The patient has persistent nodules that are cosmetically visible. This is the same event and the same patient reported under MDR ID #3005113652-2018-00308 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.